Manufacturer narrative:
Two rpm motor control boards (material number: 70105.3026) were received for inspection and testing. The investigation was performed on 2020-06-18 in lce report#(B)(4): visual inspection: board 1 and 2 were visually inspected. At first sight it could be identified that the vanish on the speed adjustment potentiometers pot101 and pot102 in both boards was soft with indications of dissolution or incorrect curing. In a closer look damages to the potentiometer drives were observed, indicating forced turning (pictures in the report). Function testing: the board 1 was assembled in a test device while the service terminal at the control board and safety system boards were monitored and recorded. Upon startup the device completed the self-test successfully and no error was shown in the displays. The speed knob was turned up to increase the pump speed; the error ¿beltslip¿ was directly triggered. The pump was set to reverse mode, the error ¿beltslip¿ was triggered as well. This error behavior could be reproduced also for board 2. Result: the received motor control boards were inspected visually; in both cases the speed adjusting potentiometers (pot101 and pot102) presented mechanical damages. The boards were assembled in test devices and the error reproduced. The causes of the reported error are internal and external damages of the potentiometers in both boards. The most probable root cause for these damages is the using of unsuitable tools and/or application of too much force. The reported failure "belt slip" could be confirmed, but no product related malfunction. The reported failure "belt slip" did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurence rate is below the acceptance rate, thus no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
While servicing 9 roller pump module pumps it was discovered that 4 of the pumps showed error message: "beltslip". Reference number#(B)(4).